Event description:
On 05-jun-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels of 450 mg/dl, resulting in emergency room treatment. The user was treated with insulin and IV fluids and released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring insulin and IV fluid administration is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user's infusion set was reportedly causing discomfort while at a nursing facility. Nursing staff removed the ilet because they were unable to perform an infusion set change. The user subsequently received an insulin injection; however, blood glucose values continued to increase, requiring transport to the emergency department where insulin and IV fluids were administered. The user resumed ilet therapy following discharge. Based on available information, the event is attributed to interruption of insulin therapy after the ilet was removed because trained personnel were unavailable to perform an infusion set change. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.